Event description:
A patient reported experiencing inaccurate high results with a one touch ultra meter. The patient's blood glucose results were 448 and 292 mg/dl. Tests were done within 1 minute. Patient did not experience any adverse events. No further information has been reported.